Manufacturer narrative:
Findings: pump was received with blank display due to corroded battery tube. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime or no delivery tests due to blank display. Unit was received without the original belt clip. Unit had cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corner.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to clean the battery contact cap with cotton swab and isopropyl alcohol. The customer was advised to insert a new aaa alkaline battery. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.